Event description:
A customer contacted beckman coulter inc. (Bec) regarding a higher than expected free prostate specific antigen (psa) result generated by the unicel dxl 800 access immunoassay system that did not match the hybritech psa result for one patient. Subsequent testing on another specimen from the same patient resulted similarly with a higher than expected free psa result that did not match the hybritech psa result. Additional testing done by the customer using a heterophile blocking tube (hbt) produced a free psa result that better matched the hybritech psa result. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects psa samples in beckton dickinson serum separator tubes. Qc was within the customer's established ranges prior to the event. Service was not dispatched for this event. The customer was not questioning instrument performance. The patient sample was sent to bec cpls (customer product line support) for further testing and cpls confirmed the presence of a heterophile interference which is the root cause for this event.